Manufacturer narrative:
Returned prod analysis revealed damage to the returned balloon catheter. The balloon catheter with the balloon in a deflated state was rec'd and damage was observed on the distal polymer shaft. The original guide wire was not returned for analysis. Visual and microscopic examination of the catheter revealed a polymer shaft separation located 20.4 cm proximally from the distal tip. Visual examination of the shaft damaged revealed damage that appears to be the result of the guide wire tearing through the lumen at the wire exit port. The tear is located at the wire port and extends distally to the proximal balloon bond site. Damage of this nature is consistent with a situation when the guide wire does not remain parallel to the catheter shaft. Visual and microscopic examination of the polymer separation site did not reveal any inherent material deficiencies that would have contributed to the separation. The mfg records for top assembly batch 8535086 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause of the shaft separation could not be determined.

Event description:
Determined to be reportable based on the analysis completed on: 09/27/2006. It was reported that during a percutaneous coronary intervention procedure, the physician experienced advancement difficulties. The lesion was located in the left anterior descending (lad) artery. While advancing the quantum maverick over a bmw guidewire to the mid lad for post-dilation, the physician encountered resistance before reaching the lesion. The entire system was removed, and the quantum maverick monorail balloon was twisted with the bmw guidewire. The procedure was successfully completed with another of the same device. No pt complications or injuries were reported. Pt status is unk.